Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose when these occlusions occurred. As the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.